Manufacturer narrative:
As reported in a research article, a patient was implanted with a 21mm epic valve; an event of bradycardia, heart failure, atrioventricular block, aortic annular abscesses with perforation, and aortic annular infectious endocarditis was reported "several years after valve implant procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "aortic annular infective endocarditis with subvalvular abscess and perforation", was reviewed. This research article reported a case study on a (B)(6) man who underwent prosthetic valve replacement (pvr) with a 21mm epic valve several years ago. The patient's medical history included atrial fibrillation. The patient presented to the hospital for severe bradycardia and heart failure (hf) after antibiotic treatment for fever. An electrocardiogram showed complete atrioventricular block with a heart rate of 25 beats per minute. A transesophageal echocardiogram showed aortic annular abscesses with perforation. Three sets of blood cultures yielded streptococcus gallolyticus, which led to the diagnosis of aortic annular infectious endocarditis (ie). Based on the patient's general clinical condition, conservative therapy of ampicillin for 8 weeks following the first negative blood cultures. Despite the patient's worsened hf and ie, the patient was discharged from the hospital on the 51st day of hospitalization after the antibiotics were changed from intravenous to oral. It was concluded that pvr infections account for 7-25% annual cases of ie. It generally necessitates surgical treatment of the annular abscesses when the valve structure is destroyed. [The primary and corresponding author of this article is miki ono, md, department of medical education, kurashiki central hospital, 1 chome-1-1 miwa, kurashiki, okayama 710-8602, japan].